Event description:
It was reported that the colonovideoscope showed that the channel was roughened. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found foreign objects in the air/water tube and cylinder, channel tube and suction cylinder. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, g2 (user facility should be removed, company representative should be added) additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, biopsy channel, suction cylinder, air water channel and air water cylinder had foreign material. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from the pinhole on bending section cover. The cause of the foreign material remained in the device could not be determined. Olympus will continue to monitor field performance for this device.